Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the "customer is experiencing under-filling." How many units (tubes) affected? 5 - 10. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Some patients had to be redrawn repeatedly as the tubes kept underfilling. What is the labeled draw volume (2ml, 3mletc) 1.8 ml. What was the level of tube fill? Partial fill. What was the tube¿s expiration date? 8/31/2020. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person no, different staff in different departments and shifts. Reply to the technical team: sorry for the delay in replying. The blood would not fill up to the etched level on the tubes. I do not have a photo. This did not happen with all of the tubes in this lot, but it happened often enough with multiple, experienced staff that we do not believe this is user error.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the "customer is experiencing under-filling." How many units (tubes) affected? 5 - 10. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Some patients had to be redrawn repeatedly as the tubes kept underfilling. What is the labeled draw volume (2ml, 3mletc) 1.8 ml. What was the level of tube fill? Partial fill. What was the tube¿s expiration date? 8/31/2020. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person no, different staff in different departments and shifts. Reply to the technical team: sorry for the delay in replying. The blood would not fill up to the etched level on the tubes. I don't have a photo. This didn't happen with all of the tubes in this lot, but it happened often enough with multiple, experienced staff that we do not believe this is user error. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/7/2020. H.6. Investigation: bd received 300 samples from the customer for investigation. 10 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the "customer is experiencing under-filling."